Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided parts ID for power supply, power cord and ac inlet to resolve. The customer request onsite service. A philips authorized service provider (asp) evaluated the device and confirmed the reported problem. To resolve the issue asp replaced power supply. System overall checking, cleaning, run testing, and a function test were performed. System works as specified post this action. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
The suspected power supply was returned to philips for failure investigation. The technician documented the following conclusion/root cause, customer complaint could not be verified at the product investigation lab (pil). All operating voltages appear to be present on the power board and measured voltages of 24 vdc (volts direct current), 12 vdc, and 5 vdc have been verified as in spec results. No open fuses were noted on the power board. No shorts were noted between the input or output terminals. The pil tech verified that the standard test bed (stb) with the temp install of the suspect power supply, powers on and operates without issue or error code. The pil tech could not duplicate the issue with the power supply and has deemed this issue as a no problem found.

Event description:
Philips received a complaint by the customer on the v60 indicating that error message code 24 v supply failed displayed. The system was not in clinical use; there was no reported harm to patient/user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided parts ID for power supply, power cord and ac inlet to resolve. The customer request onsite service. The investigation is ongoing.